Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during manual prime. The customer's blood glucose was 293 mg/dl at the time of incident. Troubleshooting was performed. Customer states the insulin did exit. The customer reported that the insulin pump alarmed no delivery alarm. Customer advised to revert to backup plan per hcp instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.